Event description:
Total parental nutrition was set to infuse over a four hour period. The IV pump alarmed air in line and the nurse found the buretrol empty. Then nurse noted that the IV pump chamber was wet along with the floor. The tubing was refilled and checked for leaks and none were noted. The nurse suspects that the IV tubing may not have been fully inserted into the fluid bag. The patient was assessed with no injuries or concerns found. The IV pump was tested and had no issues.